Event description:
The subject is a 45-year-old male who underwent a right hemicolectomy due to a double adenocarcinoma of the right (stage ii) and sigmoid (stage I) colon on (B)(6) 2024. The subject had taken a second cycle of xelox (capecitabine + oxaliplatin) on (B)(6) 2024. On (B)(6) 2024 he went to the emergency room after oral intolerance, nausea, vomiting, diarrhea, and mild fever (37.5ºc). During the exploration, the physicians observed also an elevation of the acute phase reactants and hyperbilirubinemia, although an abdominal echography did not show any bladder or liver pathologic findings. The suspected diagnosis was an abdominal infection that is being treated with levofloxacin + metronidazole. As of today, the event is still considered ongoing.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be not related to the procedure as well as not related to the investigational device.